Event description:
It was reported that during a rotational atherectomy treatment procedure, sheath damage occurred. The mildly tortuous and severely calcified lesion was located in the proximal to mid right coronary artery. While prepping the 1.75mm rotablator burr catheter, the device made a strange noise and the drive shaft sheath became torn. The procedure was completed with another burr catheter. No patient complications were reported and the patient's status is okay.

Event description:
It was reported that during a rotational atherectomy treatment procedure, sheath damage occurred. The mildly tortuous and severely calcified lesion was located in the proximal to mid right coronary artery. While prepping the 1.75mm rotablator burr catheter, the device made a strange noise and the drive shaft sheath became torn. The procedure was completed with another burr catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
On visual examination it was noted that the handshake connection of the catheter unit was detached/separated from the device. The drive shaft was broken. No issues were noted with the catheter sheath. The rotablator plus could not be wet tested due to the damaged handshake connection of the catheter unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, sheath damage occurred. The mildly tortuous and severely calcified lesion was located in the proximal to mid right coronary artery. While prepping the 1.75mm rotablator burr catheter, the device made a strange noise and the drive shaft sheath became torn. The procedure was completed with another burr catheter. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).